Event description:
It was reported that implant was removed due to nerve injury. Patient complain from paresthesia due to fixture near mental nerve. Tooth site # lr4. After the implant procedure, the patient complained of slight numbness in the left lower anterior teeth. The patient traveled for a month and a half after surgery then he returned and the implant was removed. The numbness was temporary and continued for 3-4 months after the implant was removed and began to disappear. We did some physical therapy for the patient. The patient still under follow up every month. Symptoms as a result of the event: paresthesia.

Manufacturer narrative:
The following sections have been updated: b4: date of this report. B5. Describe event or problem: d9: device availability. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H10: added manufacturer narrative.

Manufacturer narrative:
Zimvie received one (1) tsvt4b10, (imp,tsv,4.1,10,mtx,mg) for evaluation. Visual evaluation was performed, the implant had signs of use with debris on its internal and external threads. There was no damage identified or signs of malfunction that would have contributed to the event. Measurements match drawing. DHR review was completed for the subject lot number 1252379. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1252379 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : medical : nerve damage.¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4), the most likely root cause determined from the investigation was customer error. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report, d9: device availability, g3: date received by manufacturer, g6: checked "follow-up," h2: checked follow-up type, h3: changed "no" to "yes," h6: entered evaluation codes, h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that implant was removed due to nerve injury. Patient complain from paresthesia due to fixture near mental nerve. Tooth site # lr4. Symptoms as a result of the event: paresthesia.

Manufacturer narrative:
Zimvie complaint number (B)(4).